Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Further information on the implant registration card states that three channels have been left extra-cochlea at implantation surgery. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but has not been decided yet.

Event description:
The user's hearing performance with the device is affected since earlier in 2020. Re-implantation is to be scheduled.

Event description:
The user's hearing performance with the device is affected since earlier in 2020. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Further information on the implant registration card states that three channels have been left extra-cochlea at implantation surgery. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Further information on the implant registration card states that three channels have been left extra-cochlea at implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device has been affected since early 2020. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected.